Event description:
Couldn't walk; is currently in the hospital because of the severe side effects of this medication including but not limited to severe hallucinations, she already had trouble eating, due to issues with her esophagus and depression however, because of this medicine she experienced a complete loss of appetite. She would not even drink. She is at times semi conscious. Lots of confusion, irritable, aggressive verbally. Elevated troponin. She's had to have several blood transfusions. And she has been in the hospital for almost a month with complication after complication. The pain pump was removed because it was suspected that that's what was causing hallucinations. As of today she still has very bad hallucinations. FDA safety report ID# (B)(4).